Event description:
When inserting the 8 mm diameter manual reamer into the left humerus, the reamer broke at its thickest point, two-thirds of the way in, despite normal surgical use. An attempt to extract the piece of reamer resulted in a fracture of the humerus in the patient, leading to a change in the surgical indication, which was discussed with the head of the department. Consequences for patients: increased length of hospital stay / worsening health condition / rehospitalisation-reoperation-transfer / predictable complaints change in surgical indication, switching from total shoulder replacement to humeral nailing in a young patient.

Event description:
When inserting the 8 mm diameter manual reamer into the left humerus, the reamer broke at its thickest point, two-thirds of the way in, despite normal surgical use.an attempt to extract the piece of reamer resulted in a fracture of the humerus in the patient, leading to a change in the surgical indication, which was discussed with the head of the department. Consequences for patients: increased length of hospital stay / worsening health condition / rehospitalisation-reoperation-transfer / predictable complaints change in surgical indication, switching from total shoulder replacement to humeral nailing in a young patient.